Event description:
The customer stated the device was providing a result before blood is applied to the glucose strip. A request was made for the return of the suspect device and replacement product was sent.